Event description:
The representative reported the product was reprogrammed after the patient had experienced insufficient stimulation in the low back and overstimulation was felt in her leg. A telemetry lock-up occurred during the programming session, and they were unable to turn off or adjust the device with either a patient programmer or physician programmers. Eight physician mode recharge attempts were made to try to initiate a power-on-reset, without success. The patient was left with stimulation on in the vaginal and lower abdominal area at 4.5 to 5.0 amps that could not be adjusted or turned off with any programmer. After consulting with medtronic technical services a special programmer was expressed shipped for arrival early the next day; the patient was in extreme pain and did not sleep all night. Due to an apparent incorrect address the patient programmer with special software was not delivered and could not be located until mid-afternoon in 2007. The representative was able to interrogate the ins using the programmer with special software; the ins responded appropriately and was turned off. The patient reported that the trial had been good, it had really helped but it never felt that way with the permanent implant; the stimulation "never got to the right spot." The daughter indicated that her mother had lost weight and was weaker. The representative anticipated patient follow-up on twelve days later. Additional information has been requested from the physician.